Event description:
Reference number (B)(4) event occurred in australia. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The patient got treated with insulin via manula injection. The leakage was in the quick release (qr) and a bent in cannula. The infusion set was in use for few hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia.